Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1 and 2 were failed. A field service engineer tested drawers 1 and 2, cleared debris from the drawers, and reseated all connections. The customer completed inventory and confirmed satisfaction with the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 1 and 2 continue to experience failures. Although the user can recover the issue, it occurs frequently and negatively impacts workflow efficiency. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.